Event description:
During a product evaluation at baxter, it was discovered that the device had a ruptured bladder. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the sample was received at baxter for evaluation. The bladder was noted to be ruptured during visual inspection. The root cause investigation for ruptured bladder is in progress. Batch review: no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. A follow-up report will be submitted if additional information becomes available.